Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a voltage too low for the projected remaining capacity alert. Boston scientific technical services (ts) discussed that either a save to disk would need to be sent in to determine the amount of battery life left or the device would need to be explanted. The device was explanted approximately three weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is/is not a part of the identified population.

Manufacturer narrative:
(B)(4). We previously reported that "this device is/is not a part of the identified population." This report is being filed to correct and confirm that this particular device was included in the advisory population. Also, the date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013.